Event description:
It was reported that this right ventricular (rv) lead had fracture. This lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).